Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and any release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event. (B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, patient is now hospitalized due to pressure injuries he received from our mattress. The caregiver was contacted to receive additional information and details related to this alleged incident report with no response from the caregiver. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the mattress, control unit and bed returned to joerns for investigation. As of this writing, the mattress, control unit and bed have not been returned.